Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated field: d8. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Immediately after the diagnostic bronchoscopy began, a slight decrease in suction power was observed while attempting to suction a highly viscous mucus plug. Troubleshooting was performed, including reattaching the suction tubing and adjusting and restarting the suction device, but suction did not improve, and the procedure was continued. As suction alone was insufficient, forceps were inserted, at which time a black foreign material was observed in the airway and removed. Post-procedure inspection identified a missing or damaged component of the disposable biopsy valve that matched the retrieved material, and the biopsy valve was determined to be the source. No further reports of patient harm were reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.